Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer also reported that they received failed battery test alert and unexpected restart alarm. The customer's blood glucose was 40 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food. The customer stated that the failed battery test alert did not recur after inserting a new battery. The customer stated that the insulin pump was stored for an extended period of time. The insulin pump will not be returned for analysis.